Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, a blood vessel could not be cauterized. The power supply could no longer be energized, a new device was sent out and the operation was completedwithout problems. No impact on the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The issue was that the patient's vessel was unable to be cauterized by the cannula. Another cannula was used instead. There were no adverse consequences to the patient noted.

Manufacturer narrative:
Trackwise ID # (B)(4). Additional information received on oct 13, 2022 the following sections were corrected: corrected section b3 from "05-27-2022" to "(B)(6) 2022". Corrected section d4 lot number from "25163181" to "25160419". Corrected section g4 aware date from "05/28/2022" to " 06/01/2022". Corrected section h4 manufacture date 09/25/2021. Corrected section d4 exp. Date 09/27/2023.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25163181 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a.